Event description:
Plate was implanted for fixation of a subtrochanteric femur fracture. Pt went onto subtrochanteric nonunion and plate broke post operatively due to cantilever bending at the lateral aspect of the plate where the plate attached to the femur. Plate was removed on 99 and replaced.